Event description:
On 26 august 2008, during an inventory audit, the sales representative reported that the shaft of the driver was bent. There was no patient involvement. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
There was no patient involved. The results of the device history record review indicates the part met specification. Visual examination indicates the shaft is bent. An engineering change to a solid shaft design was issued in november 2006. The instrument was determined to have been manufactured prior to the change. Another potential cause for the bent shaft is off axis use. The surgical technique (october 2007) warns against off axis use.